Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during tightening of the box trial to the femoral trial the box broke into several pieces. All pieces were retrieved and are being sent back.